Manufacturer narrative:
Investigation summary: no samples or photos were provided. Three attempts to get more information or pictures were made, however in none of the cases additional information were provided. The DHR review process was not performed due to the lot number was not provided. According with this investigation there is no enough information available to perform an exhaustive investigation due to no samples or pictures were provided in this complaint, as part of this investigation it was reviewed the customer complaint records; according with the cc¿s records, five additional complaints were received throughout the last twelve months for the same part number and issue however, in none of the cases, evidence was received. Additionally, the complaint record says that the wire was damaged; however, more information is needed like how long the trolley has it been in use, however the sample or lot number is needed to rule out that the damage was caused due to normal use (long time in use (worn-out)). Conclusion based on information provided it was not possible determine the root cause like a failure mode related to the manufacturing process since there is not enough information related to this failure mode, the current process controls were reviewed in order to rule out that this failure mode is being omitted during the manufacturing process, the result showed that this fail can be detected in the functional test. H3 other text : see section h.10

Event description:
It was reported that 9 gal bd recykleen¿ foot-operated trolley cart wire was damaged. No serious injury or medical intervention was reported.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). (B)(6). PMA/510(k)#: not a medical device. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 9 gal bd recykleen¿ foot-operated trolley cart wire was damaged. No serious injury or medical intervention was reported.